Event description:
It was reported that during the implant procedure, there was a failure of the fixation mechanism with the low-voltage pacing lead. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted.